Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using MRI power port. It was reported that during a port placement procedure the peel away introducer allegedly had fallen apart. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one valve cap and valve were returned was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. One valve cap and valve were returned; none were noted on the 10.0side of the peeled t-handle. The bard side of the t-handle was noted to have the other half of both valve and valve cap. Under microscopic observation, ultrasonic weld material was noted throughout the empty space on the 10.0fr t-handle side. Ultrasonic weld material was also noted throughout the detached valve cap. The manufacturing site evaluation site states, it was observed that half of the top cap had detached from the half of the t-handle indicating l 10f it was also observed that half of the valve had separated, it was observed that the edges of the valve had been broken from the center of the valve. A closer look showed slight traces of welding on the edge of the top cap. Therefore , the investigation is confirmed for the reported catheter fracture and material separation issues and identified difficult or delayed separation issues. A definitive root cause could not be determined based upon the provided information. Quality events has been opened to investigate a high number of reports air guard - improper air guard valve tears and regarding top cap detached issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using MRI power port. It was reported that during preparation of a port placement procedure the peel away introducer allegedly had fallen apart. There was no patient contact.